Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver an unspecified volume of lactated ringer's solution via gravity flow. After an unspecified length of time in use, the nurse noted an unspecified volume of air in the tubing set. The tubing was clamped using the chair clamp. No air was delivered to the pt. It was reported that a cut was noted at an unspecified location in the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.